Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of instruments is extremely important. Most instruments are not intended to be modified, notched, bent, etc. As notches, scratches or other damage and/or wear in the instrument occurring during surgery may affect the performance of the instrument or contribute to breakage." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-04662 / 04664).

Event description:
During a distal bicep repair, the handle was fractured from the inserter of the fixation staple inside the packaging. There was no patient injury or delay in the procedure.